Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric varices using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod pc through the lantern, the physician experienced slight resistance, and the pod pc would not push further. Subsequently, the physician decided to remove the pod pc. While retracting the pod pc, the pod pc broke and unraveled. Therefore, the pod pc was removed by pulling the pod pc out of the lantern. The procedure was completed using non-penumbra coils and the same lantern. There was no report of an adverse effect to the patient.